Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted on (B)(6), 2010. According to the complainant, post-procedure, the patient presented with unspecified complications.all other information is unknown and unavailable.